Manufacturer narrative:
Downloaded data from the returned device showed an 0x14 occlusion alarm was generated during operation. During investigation the pod was rerun and the same 0x14 occlusion alarm was generated. The formed needle was inspected under magnification and a visible blood blockage was observed in the formed needle. This blood blockage is confirmed to have occluded the fluid path, preventing fluid from flowing through the entire fluid path. The returned device was observed to be in the not fully retracted state and the formed needle visible in the exposed soft cannula. Once the pod was opened during investigation, the formed needle returned to its fully retracted state. Score marks were observed underneath the top housing indicating misalignment of the linkage assembly. The formed needle was also observed to be bent and the needle tip was dull and squared off. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 267 mg/dl while wearing the pod between 36 and 48 hours, while wearing it on the leg. For treatment, the patient gave a correction bolus of 6 to 7 units of insulin.